Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available upon request. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a leaking valve. Pulmonary vein isolation (pvi) and posterior wall (pw) ablation was performed with a farawave catheter without any complications. During the post map of the left atrium with the non-boston scientific (bsc) mapping catheter, the physician noticed that blood was leaking from the valve of the faradrive sheath while the non-bsc device was inserted. Once the non-bsc catheter was removed, the valve was no longer leaking. Then the procedure was completed with the original sheath without any device replacement. No patient complications occurred. The device is not expected to return as it was disposed.